Event description:
The sense/pace portion of the rv lead was capped and replaced due to chronic high pacing thresholds and poor r-wave sensing. The defib portion of the lead remains implanted and functioning.

Manufacturer narrative:
Na